Event description:
Reporter alleged erratic blood glucose readings of 300 mg/dl back to back with a result of 55 mg/dl when testing was performed minutes apart. Customer stated having low glucose symptoms at the time and cannot recall what actions were taken to elevate glucose levels. Customer indicated not being able to provide any other erratic readings prior to the comparison, details of medications, time-frame between medication and tests, type of medication, or any other information related to the alleged incident. A request was made for the return of the suspect device and replacement product was sent.